Event description:
Burn to right forearm after reaching over a vaporizer. The burn was caused from the medicine outlet, and is about the size of a half a dollar. Rptr states that this could be very dangerous in a small child's room as a child's reflexes are not as fast as adults. Date product purchased february 2000.